Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of high discrepant inr results with coaguchek xs meter serial number (B)(4). The customer initially tested with a result of 4.2 inr. The customer retested on the meter and got a result of 4.0 inr. The customer changed to a different vial of test strips with a different lot number and got a result of 2.7 inr. The customer tested again with the new vial of test strips and got a result of 3.2 inr. The customer thinks the results using the new vial of strips are correct. All meter tests were performed within 18 minutes. The customer used the same finger for all the meter tests. The customer was also tested by the laboratory within 7 hours of the meter tests and the result was 2.7 inr. The customer's therapeutic range is 2.0 inr - 3.0 inr. No changes were made to the customer's medications based on the meter results. No adverse event occurred. The customer feels good. The customer is not anemic and does not have antiphospholipid antibodies. The customer is not on heparin or other direct thrombin inhibitors. The customer is not taking any new medications, has not had any diet changes, has not been ill recently and is not experiencing any bleeding or bruising. The meter and test strips producing the results of 4.2 inr and 4.0 inr were requested for investigation. The meter and test strips were returned. The returned test strips were tested with comparable retention test strips on internal reference meters. Additional measurements were performed with master lot #28632180. Qc 1: 2.6 inr, qc 2: 2.6 inr, qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The investigation of the customer's material in comparison to retention material and comparable master lot test strips did not show any abnormalities. The customer used the same finger for the meter tests. Product labeling instructs users to not perform additional tests using the same finger stick. Retention test strips (lot 286319-24) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.